Event description:
Boston scientific received information that during a routine follow-up appointment, it was observed that the leads connection was inverted. An x-ray confirmed the leads were not dislocated. As a result, the physician will program a reposition of the connections. No adverse patient effects were reported as the patient was not pacemaker dependent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.